Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient required multiple blood products post implant. The patient experienced hypotension, hyponatremia, pleural effusion, and acute kidney injury. The patient was treated with high dose pressor support, antiarrhythmic medications, and continued to have persistent ventricular tachycardia requiring advanced cardiac life support (acls). It was further reported that the cause of death was due to multiple system organ failure in the setting of cardiogenic shock.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced ventricular tachycardia and cardiac arrythmia post implant. The site reported that the patient¿s chest remained open for a chest washout and closing was postponed due to the patient¿s hemodynamic instability. The patient required multiple defibrillations, was maxed on antiarrhythmic medications, and had a temporary dual-chamber, rate-modulated (ddd) pacemaker placed. It was reported that the patient developed multi organ system failure due to hypoperfusion. The patient¿s oxygen level was persistently low. The patient was administered intravenous sodium bicarbonate to correct respiratory acidosis. In addition, laboratory testing revealed that the patient¿s liver enzymes were drastically elevated. It was further reported that the patient¿s family decided to have support withdrawn. The patient subsequently expired.